Event description:
During procedure, the device broke and a plastic piece of the device fell into the patient's cavity. The broken piece was removed by the surgeon and procedure was completed without further complication.